Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was released at a depth of 4mm and 4mm. Upon full release of the valve, it dislodged as the outflow crowns made contact with the aorta. The valve missed the non-coronary cusp and severe paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted in a deeper position which reduced the pvl to trace. No adverse patient effects were reported.